Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed glucose tablets and pineapple juice to address bg. At the time of the call, bg increased to 108 and started to decrease again so customer shut off the insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.